Event description:
Add'l info rec'd from MFR 5/2/2003: digitrak monitor/recorder. The user reported that the monitor worked intermittently. The stated reason is that the battery cover had cracked. The report went on to say that as a result of this intermittent operation "it could have missed critical info for which the pt was being tested". The report also states that philips "recommended using duracell batteries..." Philips is aware, through other reports and repair data that cracking of the battery door can occur. A battery sepcification change within the battery industry in and around 1998 resulted in battery size becoming more variable. This variability of battery dimensions is one of several factors that can produce a cracked battery door cover. Philips believes that primary reason for cover breakage is improper handling of the device in most cases. Philips did initiate a corrective action to reduce breakage and to provide a more secure battery terminal contact. The battery compartment was strengthened and a change was made to shim used under the battery spring to help equalize pressure on the battery door and maintain better electrical contact with slight variations in battery size from different mfrs. The cause for intermittent operation is loss of electrical contact betwen the battery and the battery terminals. This can happen when a pt drops a recorder on the floor. Should the battery lose electrical contact for only a brief moment the monitor will reset. This action results in approx 10 seconds of calibration pulses being recorded instead of ECG data, after which normal recording will continue. No previously recorded data is lost. The calibration pulses are "square waves" and would not be interpreted as valid ECG waveforms. When the recorded info is downloaded into the holter system, the downloaded operation halts at the calibration pulses and requires restarting. Philips does not believe this type of intermittent operation presents a risk to the pt. Only a very small portion of diagnostic data (10 seconds), out of 24 hrs, might not be recorded. There are no alarms or immediate therapeutic action that would not be delivered with this ten second loss of data. The ECG is reviewed within a few days of the recording. The physician would be aware of the ten second data loss and could ask for a repeat diagnostic holter study if they thought it was present. With regards to the type of battery used in the monitors, philips recommends the use of the eveready energizer battery. This battery is slightly longer in length and helps reduce intermittent loss of contact. The monitor is shipped with the eveready energizer battery. The digitrak user's/service manual provides a statement on page 9 that the eveready energizer aa battery is the only battery recommended. Philips does not recommend the duracell battery as stated in the user report. Some of the other products sold by zymed recommned use of a duracell battery and it is possible that the customer was confused by this point.

Event description:
This unit is used to record patient heart rhythm and EKG tracing. The unit was adjusted for use on the patient. After the patient used the unit for a period of time, the unit stopped working and then started working again spontaneously. [The unit was checked by the facility's biomedical engineering department who found stress cracks in the battery cover] possibly causing intermittent contacts due to the stress cracks in the battery [cover. The failure was duplicated by the biomedical engineering department.] The manufacturer was notified. The manufacturer denies a fault with the unit and initially did not provide adequate repair. The patient was fitted with another unit and retested. Because the monitoring was intermittent, it could have missed critical information for which the patient was being tested. [The unit was eventually returned to the manufacturer. The manufacturer replaced the cover of the device which also involved replacement of the battery compartment. The manufacturer recommended using only duracell batteries because they are slightly smaller than the procell the facility was currently using. The batteries are manufactured by different company; however, that company has not been notified.] This unit is approximately two months old. This particular monitor has not had this type of failure in the past.